Manufacturer narrative:
Pump received with no (act, up and escape) button response due to moisture keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.